Event description:
It was reported that during insertion of the catheter over needle assembly, resistance was encountered and as the physician manipulated the spring wire and catheter, the catheter separated. The catheter tip embolized in the pulmonary artery. It was successfully retrieved usihng a snare. There were no reported patient complications.